Event description:
Additional info from the account was received. The pt's cbc results from the sample in question were: wbc= 1.9 k/ul, rbc=1.64 m/ul, hgb=4.8 g/dl, hct=14.6%, plt=43 k/ul. The pt's cbc results from the previous day were: wbc=8.1 k/ul, rbc=5.12 m/ul, hgb=15.3 g/dl, hct=45.7%, plt=191 k/ul.

Event description:
Account reported a hemoglobin result of 4 g/dl on a patient. The physician questioned the result as it was not consistent with patient history or result from previous day. Account did not provide previous result. Pt sample was sent out for retest. The account has not provided retest results. Account stated that there was no impact to pt management. No injury reported.